Manufacturer narrative:
Follow-up report #1: 07/07/2016. Device evaluation of battery pack sn (B)(4) was completed. The cause for the battery failure was isolated to the battery connector. The battery connector was thermally damaged. The supplier was unable to positively determine the root cause for the thermal damage to the battery connector. The battery cells were not thermally damaged. Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (battery does not power on monitor) was confirmed. As received the battery was unable to power on a monitor or charge. The battery is being returned to the supplier, itech for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) is underway. The reported problem (battery does not power on monitor) was confirmed. As received the battery was unable to power on a monitor or charge. The battery is being returned to the supplier, itech for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery (B)(4) and reported that the battery was unable to power on a monitor.